Manufacturer narrative:
This report is being submitted to provide the device evaluation and legal manufacturer's investigation results. The device was returned to olympus for inspection and the following reportable malfunctions were identified: 1. Image blackout. 2. Error code (e315). A root cause could not be identified. Based on the results of the investigation, it is likely that the image blackout occurred because the scope connector was flooded causing it to fail. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited an image blackout and an e315 error code. There was no patient involvement.